Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 14 mg/dl at the time of the incident. The customer entered the wrong numbers in the pump and over delivered insulin. The customer was at 312 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as shaking and nausea. The customer was wearing the insulin pump during the incident. The customer reported reduced battery life and random no delivery alarms. Troubleshooting was not completed as the customer declined. The customer also reported a high of over 600 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.